Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm during self test. The customer's blood glucose level was 269 mg/dl. The customer reported that the self test did not pass. The customer also reported that the insulin pump had no delivery alarm. Troubleshooting was performed and the insulin pump passed the pump test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No pump error 63 noted during testing, however, pump error 63 was present in the pump trace download due to broken trace at u1 pin6 or sda on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.